Event description:
The customer reported that the device was warming up during a procedure which was completed successfully with no delay, medical intervention, or adverse consequences.

Event description:
The customer reported that the device was warming up. No patient involvement, delay, medical intervention, or adverse consequences were reported.